Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent another revision surgery in (B)(6) 2019. It was reported that the patient experienced severe pain, stabbing sensations, and multiple surgeries. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate files. No additional information was provided.